Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A physical examination of the returned cook® single-use holmium laser fiber was performed. A review of the complaint history, the device history record, instructions for use (IFU), manufacturing instructions, quality control data, and specifications was also conducted. One open package labeled rpn hlf-s200-hsma, label lot number 8180424 was received. The protective coil was not returned. Upon visual observation, the fiber was noted to be bent at the base of the silicone plug cover. Under magnification, the protective sheath was melted with charring on the inside. It is likely the fiber was cracked in a location not visible to the user, therefore when energy was transmitted to the fiber it caused the fiber to break melting the blue cladding and protective sheath. A review of the device history record found no non-conformances associated with the complaint device lot number. All holmium fibers are tested to assure the fiber is recognized and functions properly. Assuring no breaks are present along the fiber length and the green output from end of fiber creates a well-defined circle. A review of complaint history found there have been no other complaints received associated with complaint device lot 8180424. The instructions for use contains the following precautions: a number of different factors affect the life of any particular fiber, including: ¿ extended lasing power. ¿ continuous lasing with fiber tip in contact with tissue. ¿ lasing with a contaminated or damaged proximal end. ¿ improper handling. ¿ poor laser beam alignment or focus. ¿ never subject fiber optics to sharp bends in handling, use or storage. ¿ always keep connector end dry and free from contaminates. ¿ discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. ¿ do not exceed power limits. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a possible root cause is product use or handling related. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). K124030. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The foreign user facility reported the cook® single-use holmium laser fiber made an audible noise and "sparked" when it was plugged in. The laser system reported by the customer was a dornier versa pulse 20w. The procedure was able to be successfully completed with a new laser fiber. Patient outcome: neither the patient or staff suffered any adverse effects or consequences due to this occurrence. Additional questions were provided to the customer by the sales representative in france. The questions asked of the customer were to provide more extensive details of the event, a detailed description of what happened with the laser fiber during the event, and they were also were asked to clarify their initial description of the event. The customer was also asked to confirm the name and type of the laser system and whether the laser was on or in standby mode at the time of the event. Lastly, the customer was asked whether or not there was any damage to the fiber prior to the event. At this time there has been no further clarification of the event. The complainant indicated the device is at the user facility and arrangements have been made for its return.